Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the basal rate did not save after being changed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.

Manufacturer narrative:
Follow-up # 1: date of submission: 4/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 3/20/2017 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint. The pump maintained basal settings when the battery was removed. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. The investigation was unable to duplicate the initial complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.